Event description:
Pacemaker reading device quits working and you done know. Contacted by cardiology and have had to restart 3 times in the last 6 months. Unknown how many days this was not functioning!